Event description:
It was reported that during a total colectomy procedure, the device was opened with difficulty and proceeded to misfire. The firing sequence could not be completed. A new device was opened and the procedure carried on as normal. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.